Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No exterior damage; however, serial number is missing from the display. Force sensor background test error was observed in the event history log. The technician performed occlusion test; however, unable to duplicate the force sensor background test error during occlusion test. The root cause for the reported issue was unable to be determined. The technician replaced plunger cable for preventive measure. The technician performed occlusion test and all functional tests, which device passed.

Event description:
It was reported that the force sensor error occurred. No patient injury was reported.